Event description:
It was reported that the patient had a fall post op and now presents with peri prosthetic fracture.

Manufacturer narrative:
Results of investigation: a complaint was reported due to a post-operative peri-prosthetic fracture. No part was returned for investigation. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No other complaints were reported for this batch of devices. The provided x-rays confirm the femoral bone fracture on the lateral side of the distal third of the femoral stem. This fracture occurred maximally 3 weeks after the implantation. As no information on the implantation, the immediate post-operative situation was provided further assessment on the reason for this fracture cannot be performed. Based on the performed investigation the root cause remains undetermined. There is no indication that the device failed to match specification at the time of manufacturing. No further actions have been initiated.